Event description:
Following implant of the amplatzer® septal occluder (aso), the aso migrated to the pulmonary artery. Attempts were made to retrieve the aso but the patient was finally sent for surgical removal.

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Aga requested further information regarding this case, but medical records and images were not provided. The results of this investigation are inconclusive since no additional information was received. The cause of this event remains unknown.